Event description:
It was reported that a ge field engineer (fe) was injured while removing the gantry front cover as a result of the threaded rod that fixes the gantry cover to the dolly falling on the engineer's finger. The fe received a cut and required medical treatment.

Manufacturer narrative:
Ge engineering conducted an investigation and concluded that the likely cause of the event was that the butterfly nut that secures the threaded rod to the dolly was not properly tightened by the field engineer. A service note was issued to ensure that the butterfly nuts were secured.